Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. It was not reported if the patient was hospitalized for peritonitis. The patient was treated with vancomycin (15mg/kg followed by 1.5 mg; route, frequency and duration not reported) for peritonitis. Twenty one days after the event the patient recovered. Action taken with therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.